Event description:
It is reported that the proximal humerus fractured intraoperatively and had to be fixed with a security cerclage. The stem is implanted. This incident is related to a postmarketing study: anatomical shoulder inverse/reverse post market surveillance study. The two-yrs f/u of (B)(6) 2010 states a good outcome.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4) and accomplished the above mentioned postmarket study. The MFR did not receive explanted devices, x-rays, or other source documents for review. The lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. Taking into consideration the pts anamnesis, poor bone quality might have lead to the fracture of the humerus. The pt's outcome is good. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).